Manufacturer narrative:
MDR - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient stated cannula issues with 5 infusion sets of the same type. All 5 infusion set cannulas were kinked. The event occurred on 26-apr-2024. The site of insertion was the upper buttocks. The specific value of the patient's blood glucose (bg) is unknown, but it was displayed as 'high'. The patient took a correction injection via mdi (multiple daily injections) to address the high bg. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.